Manufacturer narrative:
(B)(4). Evaluation of the returned device did not confirm the reported permanent loss of "y".CAPA has been initiated for this issue.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced out of range signals.